Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated no damage was observed during prep. An introducer needle was used to shape the tip of the device. Resistance was felt when trying to remove the pressure wire. All portions of the device appeared accounted for when removed from the patient and no damage was observed. No surgical intervention was required. Patient has not returned to the hospital with any issues since the procedure. The manufacturer's sales manager confirmed that the stent the wire became stuck on was the stent the cardiologist wanted to place during the procedure. No physical product investigation was possible as the device was discarded at the facility. The instructions for use (IFU) warns never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions: the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported by the facility the wire was prepared as per IFU, introduced into the vessel and the procedure started. The physician felt some resistance when he wanted to remove the wire from the diagonal artery. The physician noticed that the wire was caught (stuck) on a strut of the stent in the circumflex artery. The physician had to retrieve the stent and the wire as a system (together). The physician decided to use a cutting balloon and then he placed another stent in the circumflex artery. The procedure was completed with no further issues. The facility indicated there was no fault with the pressure wire. The wire was recognized by the system, zeroed, normalized and an ffr reading was obtained. The patient was discharged as expected with no complications. No patient injury was reported. This event is being reported because additional intervention was required to remove the device and to complete the procedure. In addition, the guidewire and guide catheter were removed as a system.